Event description:
It was reported that burning smell was coming from the communicator and it was very hot. The communicator was not functioning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the communicator allegation was confirmed. Product analysis indicates that the communicator attempted to boot up and was able to do so for a short while, then remained in a reboot cycle. The communicator board component had a high energy event and was damaged which caused a fluctuating power in the communicator power jack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that burning smell was coming from the communicator and it was very hot. The communicator was not functioning. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. No adverse patient effects were reported.